Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty dr board (printed circuit board) and patient set boards could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while preparing for use, no image on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered scratches on front panel and top cover, power switch upgrade was not needed, sdi out put 1 and programmable in- put processor (pip) connector damage, software version needed to 4.02 and defect with the dr board and both patient set boards were faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.